Manufacturer narrative:
An axium prime coil was returned for analysis. The axium prime coil was returned within introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. No bends or kinks were found with the axium prime coil pushwire. This is indicative manual detachment methods were not attempted. The coin was found to be still against the lumen stop. The implant coil was already detached and not returned. No other anomalies were observed. Under the microscope, the outer jacket was then removed to gain access to the coin. The coin appeared to be damaged and appeared to have blood residue. The coin was unable to be measured due to its damaged condition. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.0055¿ and found to be within specification (0.0056" minimum - 0.0074" maximum). The retainer ring was found to be visually acceptable and measured to be 0.0044¿ which is within specification. The axium prime coil tip od (outer diameter) was unable to be measured as it was already detached and not returned. The ID (inner diameter) of the introducer sheath was measured to be 0.0185¿ which is within specifications. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached. It is likely that the premature detachment is due to the damage to the coin, however, the cause could not be determined. The customer reported repeated attempts to manually detach implant. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. Possible causes for premature detachment are tortuous anatomy, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed and the root cause was unable to be determined. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. Four manual detachment attempts were made, and no kink/damage was observed to the pushwire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that had resistance in the sheath and detached. The patient was undergoing a coil embolization procedure to treat a coronary fistula. Vessel tortuosity was minimal. It was reported that the coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil could not be pushed out of the sheath into the microcatheter. The coil was safely removed and found to be automatically detached. There was no harm or injury to the patient.